Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-12423, 2017865-2022-12425. It was reported the patient presented to the hospital with an infection that caused sepsis and vegetation on the leads. The entire pacemaker system was explanted. The patient was discharged from the hospital.